Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was informed that the regulated pressure should be 50 psi and asked to verify if the tanks were regulated to 50 psi. The customer was instructed to bleed of the o2 by untightening the hose on the back of the unit and check the gauges to ensure that one gauge was for regulated pressure. The customer later reported that this led to the issue being resolved.

Event description:
It was reported that the device alarmed "high o2 pressure". The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.